Manufacturer narrative:
(B)(4). Report source, foreign: events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported upon receipt of the drill in the loaner set, the drill tip had penetrated the sterile lining of the packaging, which compromised the sterility. A second drill in the set was used to complete the procedure. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated and the reported event was confirmed through photographic inspection. Pictures received of the device verified that the drill punctured through the sterile pouch, clear pouch and outer box. The device history records were reviewed and no discrepancies relevant to the reported event were identified. The root cause of the reported issue was determined to be inadequate packaging validation and procedures. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.